Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing unit labels with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing unit labels with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and missing unit labels was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Rationale: based on an evaluation of severity and frequency it was determined that no further corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle label came off. This occurred on 40 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the sticker came off.